Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Additional information dictates that the device was explanted and not replaced on (B)(6)2019 rather than repositioned as previously reported.

Event description:
It was reported that the patient suffered a fall and noticed a change in stimulation after the fall. X-rays confirmed lead migration. In turn, the patient underwent a lead repositioning surgery on (B)(6) 2019 to resolve the issue. The issue has since reportedly resolved.